Manufacturer narrative:
A promus premier select ous mr 12 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in proximal region lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip both visual and via scope found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-nov-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 12 x 4.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.